Manufacturer narrative:
The device was reported as having been discarded. Review of the files from the generator confirmed the sequence of events as reported by the hcp.

Event description:
The hcp reported that the pt had returned five days later to the physician's office for a follow-up visit for a transurethral needle ablation of the prostate. At that time it was noted that the pt had one burn in the area where the ground pad had initially been placed and a secondary burn in the area where the ground pad had been moved. The hcp reported that the ground pad used with the prostiva handpiece had initially been placed on the pt's thigh and one lesion completed. When the generator would not allow further lesions to be completed, the physician noted the placement of the ground pad on the thigh, as opposed to the labeling instructions for placement on the back. The physician moved the ground pad to the pt's back and completed the procedure with no further problems noted until this follow-up visit. It has been reported by the hcp that the pt's burns are healing with the use of silvadene ointment.